Event description:
It was reported by service report that the bed had cracked siderail panels and footboard with missing plastic parts with sharp edges and vectors. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked siderail and footboard panels and damaged plastic parts with sharp edges and vectors.